Event description:
It was reported that while setting up for a procedure on (B)(6) 2011, the pneumatic switch was found broken. It is unknown how or if the procedure was performed. There were no reported adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. Conclusion (B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.